Manufacturer narrative:
(B)(4). The unit passed all testing and operates within the manufacturing specifications.

Event description:
The customer reported having replaced the breath delivery unit (bdu) printed circuit board (pcb) due to a post (power on self-test) failure and the service engineer uploaded the latest version of the operational software. The ventilator was not in use on a patient at the time the malfunction occurred.